Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had a pocket revision done where the battery was moved. The rep noted that they hadn't been able to follow up yet with the patient yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was still having pain at the ins site and the ins was removed on (B)(6) due to an infection. No further complications were reported.

Manufacturer narrative:
Marked as other for antibiotics administered. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was complaining of pain at the battery site. The rep said it was red and inflamed. The healthcare professional (hcp) decided to start the patient on antibiotics and follow up with them in 4 weeks. It was noted that the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported.